Event description:
Had leaking valve saline implants replaced with silicone ones in (B)(6) 2015. About a year later started experiencing brain fog, increased migraines, severe joint pain, hair loss, chronic fatigue, and numbness tingling in all extremities like neuropathy. Also right breast pain with nerve pain.